Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device battery was prematurely discharging. The customer was unable to obtain readings due to a fast-draining battery and experienced a loss of consciousness. However, the customer reported they were able to self-treat with "actinol". No further treatment was required. There was no report of death or permanent impairment associated with this event.